Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure was confirmed during device evaluation. The assignable cause was due to damaged left and right force sensing resistors (fsrs). The fsrs were replaced to resolve the problem. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a 38 failure code occurred with a flogard infusion pump. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if additional relevant information becomes available.